Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned as of 20 february 2020 therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 9231055. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200848496] noted that did not pertain to the complaint.

Event description:
It was reported that bd insulin syringe with the bd ultra-fine¿ needle pierced through the bag. This was discovered during use. The following information was provided by the initial reporter: material no: 328466 batch no: 9231055. It was reported that 1 syringe with shield attached and needle covered within the shield, poked thru the middle of bag.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insulin syringe with the bd ultra-fine¿ needle pierced through the bag. This was discovered during use. The following information was provided by the initial reporter: material no: 328466 batch no: 9231055. It was reported that 1 syringe with shield attached and needle covered within the shield, poked thru the middle of bag.

Event description:
It was reported that bd insulin syringe with the bd ultra-fine¿ needle pierced through the bag. This was discovered during use. The following information was provided by the initial reporter: material no: 328466; batch no: 9231055. It was reported that 1 syringe with shield attached and needle covered within the shield, poked thru the middle of bag.

Manufacturer narrative:
Correction: this complaint is not MDR reportable. Record reviewed and reported issue is updated to incorrect placement of product and therefore this complaint is not reportable.